Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt remained in the hospital since her pump was implanted (approximately 1.5 months). The pt was "overcome with cardiogenic and septic shock." A decision was made to withdraw care and the pt passed away. It was also reported that the pt had been experiencing issues with hemolysis; however, the cardiologist did not feel the pt's death was related to this. The cardiologist felt the pt died from cardiogenic shock and septic shock. Per additional info recently received from the vad coordinator, the cardiologist felt that the pt's condition was complicated and even though she had coagulopathy issues, the pump was not the cause of death.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.